Event description:
During assessment of an enteral feeding line the clinician noted leaking of feeding solution from the safety spiked section of the tubing where the spike connected with the feeding bag. Leaking was noted from the section where the clear tubing connects to the safety spike barb. Feeding set replaced with new feeding circuit and flush bag. Package inset sent to biomedical for reporting and evaluation. This is an on-going issue with these feeding sets developing leaks at the safety spike and tubing interface. Biomedical noted that this is a different lot number than the previous reported events. Manufacturer response for enteral feeding set with flush bag, kangaroo epump enplus (per site reporter). Manufacturer aware of ongoing issues with these sets leaking at the enfit/tubing interface. There have been four lot numbers involved. Manufacturer current experiencing nationwide shortage/backlog on these devices and our materials services has request different lots numbers. Sent to us as replacements.